Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and use error.

Event description:
Patient reported "with axillary metastasis on the left side, on the same side that she had cancer" and "shook her confidence" in breast implant device on unspecified side. Patient reported "due to an infection she acquired in the implant surgery. Had another surgery on (B)(6) 2015 to wash the prostheses." The device remains implanted.